Event description:
Could not deflate. During the procedure, the physician was able to deploy the stent. When he attempted to deflate the balloon, it would not deflate. They attempted to use a syringe to deflate without success, could not "pop" the balloon due to an air bubble inside, the system was then removed from the pt. A kink was noticed on the stent delivery system after it was removed. They were able to deflate the balloon after it was removed from the pt. After the procedure, pt's vitals were not stable. The pt expired approx. A week later.

Manufacturer narrative:
Additional info was obtained: the pt had a lesion in the mid and proximal lad at the bifurcation with the circumflex artery. Timi iii flow was reported in both vessels. Vessel characteristics were not available. An unk cypher stent was first deployed without difficulty in the mid lad. The complaint product was then delivered to the proximal lad overlapping the first stent and inflated, however the balloon would not deflate (time and atm. Unk). There were no abnormalities observed during prep. The physician removed the indeflator and tried to deflate with a syringe. Bursting the balloon was not attempted because there was a bubble in the balloon. At this time the pt went into asystole and CPR was started, atropine administered. The reporter stated that the time elapsed was less than 2 minutes before the balloon was totally deflated and removed from the pt. Once the balloon was removed from the pt, flow in lad was restored and the pt was recovered to sr, however, when a picture was taken to verify stent placement, it was noted that the circumflex artery had no flow. Eventually flow slowly returned reported as timi ii. Due to the critical status of the pt, no further treatment was conducted and a balloon pump was inserted and the pt was transferred to ICU. The reporter stated that the balloon was examined post-procedure and a small crimp was seen in the shaft. The balloon inflated and deflated without difficulties at this time. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot 13424717 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. Please check the attachments section for more details. The product has been returned for eval and testing, however, the engineering eval is not yet complete. Additional info will be submitted within 30 days upon receipt.